Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to increase their stimulation but their programmer will only go to 1.0v on the programs they recently had added on. Patient confirmed on the call when they try to increase on the current program the screen keeps going back to the sync screen. Patient even tried pressing stim on button on the programmer but continued to see sync screen. Patient stated they just changed to new batteries and they are (B)(6) regular alkaline. Patient also tried other regular alkaline batteries on the call but continued to get the same message. Patient mentioned going to have their device replaced on nov 5th so they will start by purchasing new batteries to see if this resolves. The patient called back after replacing programmer batteries and this did not resolve the issue. Patient called back and she received the replacement programmer. They said, the new programmer was supposed to be already programmed with her past programs. Patient said they were getting a call your doctor screen with error code 505. When ins was interrogated it was determined there is invalid settings. The issue will need to be corrected by the doctor with the clinician programmer. The patient said they are having to wear pants all day. Patient said they will be getting a new implant november 5 and guesses they will just have to wait until then because she will get a new handset then. No further patient complications are anticipated or expected as a result of this event.